Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, yellow particles material was found on the shell, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one sharp edge broken in the shell with nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks in the side posterior assessed as surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device have been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device have been explanted and replaced.